Event description:
I had lasik surgery after being told I was a good candidate. I was left with sub 20/40 vision, eye floaters, starbursts, halos, excess glare, ghosting, and bad dry eyes. These concerns were brought up prior to surgery and all were met with an answer of "not a problem". FDA safety report ID# (B)(4).